Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had scratch on the image. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. Corrected fields: h8. The device was returned to olympus for inspection, and the reported failure was confirmed. The device evaluation identified the following reportable malfunctions: image flickering, a broken cable, damage to the cable unit causing image issues, and a leak from the cable unit. Investigation results indicate the image scratch likely resulted from a broken cable. Component failure is the most probable cause of image flickering, cable damage, and leaks from the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.